Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device as underweight, black particles in the gel, and a broken shell. A visual and microscopic analysis were performed which identified a sharp break on the posterior side. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp pattern on the posterior side of broken assessed as an unidentified tear opening. Additional, corrected, and/or changed data: d.9., g.1., h.3., h.6.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.